Event description:
A patient reported bloodg glucose results of 440 mg/dl and 189 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicting a potential malfunction of the meter in terms of precision.